Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 10:42:46 on (B)(6) 2024. At 07:34:33 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 07:35:27, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 07:35:31 on (B)(6) 2024.